Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to pump malfunction and inflation issues. During the procedure, it was discovered that both cylinders had tears resulting in leakage and subsequent malfunction. No patient complications were reported.